Event description:
During a dialysis fistula graft procedure two balloon catheters were inflated beyound their recommended maximum pressure and ruptured. Upon removal through an introducer sheath, segments of the balloon material detached. The balloon segments were surgically retrieved and the procedure was successfully completed with no pt complications. Attempts to gain further details regarding this event were unsuccessful. Both balloon catheters were destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated withoverpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open an usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failures. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. It was also indicated that both balloon catheters were inflated beyound their recommended maximum pressure. Co believes these factors contributed to this event and do not attribute it to the devices. However, without evaluating the devices, co cannot determine the exact cause for this event. Co's directions for use state: "the rated burst pressure should not be exceeded. Refer to product label for rated burst pressures. Inflation in excess of rated burst pressure should not be exceeded. Refer to product label for rated burst pressures. Inflation in excess of rated burst pressure may cause the balloon to rupture. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."